Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2013 during a procedure for a fractured right clavicle that occurred due to a traffic accident during soft tissue dissection where pins and screws were fixed during the placement of the screws the drill bit tip broke off. The tip of the broken drill bit was extracted. Reportedly the reconstruction was completed and the patient was closed in layers. This is 1 of 1 report for this event.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The exact cause of this occurrence cannot be defined. It is visible that the cutting edges above the fracture zone are damaged. This is an indication that an excessive metallic contact during the removal, par example with the drill sleeve, could have caused this breakage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.